Manufacturer narrative:
Initial reporter phone number: (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 7180813 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for lot #7180813 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tube was observed to have overfills. No injury or medical intervention reported.

Manufacturer narrative:
A CAPA has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.